Manufacturer narrative:
One used portex® clear pvc, oral/nasal, soft seal® cuff tracheal tubes was returned for investigation. The sample was received inside a plastic bag and without its original packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. The returned device was visually inspected at a distance of 12" to 24" and under normal conditions of illuminations. No discrepancies were found during inspection. Investigation was unable to confirm the reported issue as no fault was found with the returned device. The device was confirmed to operate as intended.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex soft seal cuff tracheal tube was used for an elective controlled intubation due to the patient undergoing surgery for femur stabilization. The intubation was performed by an "advanced trainee anaesthetic registrar with supervision by an anaesthetic fellow and consultant present in the room." The patient was prepared for surgery and then the operation began. A change in ventilation was noted by a consultant anaesthetist, which resulted in low ventilation despite high pressure delivery. The consultant investigated using a flexible videoscope and revealed an occluded endotracheal tube, which was externally compressed. The image suggested a tissue abnormality caused the compression. A computer tomography scan revealed a simple fold of the tube at the oropharynx. The tube was removed and a new endotracheal tube was placed, which fully resolved the problem and allowed the operation to proceed. No patient injury was reported.